Manufacturer narrative:
UDI - (B)(4)

Event description:
It was reported that the patient presented in clinic with loss of capture and high right ventricular lead impedance. The lead was removed and a new lead was implanted on (B)(6)2017. Patient tolerated the procedure well and will continue to be followed normally.